Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.

Manufacturer narrative:
Report date: 17sep2021.

Event description:
Received information stating that unit provided a blower high temperature error during patient use. There was no patient harm reported. Customer was requested to verify the cooling fan, as per customer cooling fan is dusty and needs to be cleaned or replaced. Further information is pending.